Event description:
Customer reported pt was connected to an oxy-af sensor and oxylead for use with the 3700 pulse oximeter. Subsequently, clinician noted burning smell coming from the sensor site. The sensor was immediately removed. The pt reportedly received immediate medical treatment for the burn.